Event description:
It was reported that during a colectomy procedure the surgeon was using the device and heard a crunching sound; a piece of the electrode on the device broke off into the patient. They removed the piece with graspers and completed the procedure. It was toward the end of the procedure and it is not known if a second device was used at this time. There was no patient consequence reported. The device is returning for analysis. The piece is in the bag with the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good condition. The electrode was intact and not missing, as reported. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The device was disassembled and the 8 gear teeth were found to be broken, 7 of 8 gear teeth were missing and not found in the handle component of the device. The crunching sound heard is mostly like the gear teeth being broken.

Manufacturer narrative:
(B)(4). Additional analysis results. Additional analysis information:he gears exhibit a tapered appearance. The general overall regions of ductile dimples where the parts were bonded and this level is somewhat low. The lower amount of bonding possibly indicates that the density is low from either incomplete packing or insufficient sintering temperature and/or time.